Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during an implant procedure, the lead exhibited incorrect capture measurements and electrocardiogram. The lead was removed and replaced. No patient complications have been reported as a result of this event.